Manufacturer narrative:
Image review: three static images and one media file were provided for review. A partial patient¿s executive summary was provided for anatomical review. The patient¿s annulus perimeter measured 91.9mm, with a perimeter derived diameter of 29.3mm suggesting a size 34mm evolut valve. The aortic valve appeared to be moderately calcified. Valve depth prior to final release measured approximately 6mm on the non-coronary cusp (ncc) and 8mm on the left coronary cusp (lcc). After release, the valve appeared to have migrated deeper into the left ventricle, and significant aortic regurgitation/paravalvular leak was visible on the provided images. As stated in the instructions for use (IFU), position the catheter so that the bioprosthesis is at the recommended target depth of 3 mm relative to the valve annulus. Position the radiopaque markers at the valve annulus. If the implant depth is =1 mm or >5 mm, consider recapture (section 9.2.5). Caution: bioprosthesis implant depth =1 mm may contribute to an increased risk of prosthetic valve dislodgement during valve release, dcs retrieval, or post-implant dilatation. Bioprosthesis implant depth >5 mm may contribute to an increased risk of conduction disturbances, which may require a permanent pacemaker. It was reported that a post implant dilatation was performed with a 26mm true balloon. As stated in the IFU, to mitigate trauma to the evolut tav bioprosthetic leaflets, the maximum balloon size chosen for dilatation using a non-compliant balloon should not exceed 1 mm more than the tav waist diameter with an applied inflation pressure of no greater than 2 atm (see table 4). Overexpansion of the narrowest portion (waist) of the evolut fx tav beyond the levels set forth in table 4 has been demonstrated through bench data to cause damage to the bioprosthetic leaflets. In this case, it is not known if damage to the leaflets occurred; however, it is known that the paravalvular leak did not improve, therefore requiring a second non-medtronic valve. Updated h6. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Updated data: h6 conclusion: the device history record was reviewed and showed this product met all manufacturing specifications for product released for distribution. No issues were identified that would have impacted this event. The valve remains implanted so no product analysis could be performed. Potential factors that can influence a dislodged valve include tension applied on the delivery catheter system (dcs) during positioning, calcification levels in the native vessel, compliance of the aorta and native vessels, and a number of others. In this case, the image review confirmed a low implant depth which contributed to the dislodge of the valve. Paravalvular leak is a known potential adverse effect per the device instructions for use (IFU) and can be caused by a variety of factors, including valve positioning, patient anatomy, or presence of pre-existing patient conditions. A post implant was performed to address the pvl but was unsuccessful in eliminating the pvl. Ultimately, a second valve was implanted. In this case, the cause for the pvl was due to the dislodgement of the valve. This event does not indicate device malfunction. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information that during implant of this transcatheter bioprosthetic valve, the patient had a large annulus of 29.9mm and an even larger left ventricular outflow tract (lvot) with a perimeter of 32mm. The valve was loaded successfully with no issues observed during loading check. A lunderquist extended wire and cusp overlap technique were used. The valve was in good position on the first deployment attempt, at about 4mm on the non-coronary cusp (ncc) and slightly deeper on the left coronary cusp (lcc). Angiogram evaluation showed good hemodynamics and no visible paravalvular leak (pvl). The implanting team had difficulty getting the wire in a good position in the apex, and the physicians felt a lack of support of the wire during implantation. Final release was performed very slowly, however during final release the valve dislodged into a deep position with at least moderate severity pvl.  A post-dilation was performed using a 26mm true balloon, however the pvl remained present. A non-medtronic (edwards) valve was implanted with good result and no patient impact. No additional adverse patient effects were reported.

Manufacturer narrative:
Continuation of d10: product ID l-evolutfx-34; product lot/serial number unknown; product type: compression loading system (cls) product ID d-evolutfx-34; product lot/serial number (B)(6) ; product type: delivery catheter system (dcs) medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received indicating that the deployment starting point was low on the pigtail catheter. Following dislodgement, the valve was positioned at a depth of approximately 5-10 millimeter (mm). The patient was rapid paced during the post-implant balloon aortic valvuloplasty (bav). It was noted that a pre-implant bav was performed using a 25mm non-medtronic (true) balloon.

Manufacturer narrative:
Updated: b5 medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.